Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because back button is unresponsive and issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing; the alleged issue was confirmed during investigation. The meter was found to a damaged button and contamination/corrosion on the button pad area of the pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: past for days. Product code for this device is nbw.

Manufacturer narrative:
(B)(4).